Event description:
Surgical pt on (B)(6) 2019 left operating room with 15fr channel drain posterior cervical spine. On (B)(6) 2019 upon attempted removal of drain, a break occurred and drain was retained. Pt to operating room on (B)(6) 2019 for removal.